Event description:
Reportable based on analysis results approved 12/28/2006. It was reported that when unpacking the wallstent device, the "delivery sheath of proximal shaft was broken." The device had no contact with the patient.

Manufacturer narrative:
Device analysis can confirm that the outer sheath of the device had broken circumferentially distal to the t-bar connector. When an attempt was made to retract the t-bar connector, the outer sheath completely detached. As the unit was not returned in its packaging, it cannot be determined how or when this damage occurred. A review of the manufacturing records for batch # 8643364 found that the device met its material, assembly, and product specifications. Device analysis cannot conclusively determine the exact root cause of the break in the outer sheath.